Event description:
Pt presented with a subarachnoid hemorrhage. An embolization procedure was performed in the internal carotid artery (ica). The subject coil was the third coil attempted to be used to frame the neck of the aneurysm. The subject coil prematurely detached while being delivered into the aneurysm. There was six centimeters that was in the aneurysm and the remainder of the coil was in the microcatheter. The physician used a snare to retrieve the coil from the catheter. The pt condition is reported to be good.